Event description:
It was reported that the cic (central station) rebooted when the user attempted to print a full disclosure strip for a pt. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.